Manufacturer narrative:
(B) (4)

Event description:
Connection issues during the implantation procedure at atrial level: there was no click sound when the setscrew was tightened. The physician had to apply a high force to be able to tighten the setscrew. The device was kept implanted.